Event description:
It was reported that while the patient was having symptoms, the patient pushed the button on the patient activator, but the activator did not work. The battery was changed, and the activator operated normally. The status of the activator is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined.